Manufacturer narrative:
The insulin pump was returned for pump error 25. Detailed trace analysis confirmed alarm 25 was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump was received with normal sleep current. The insulin pump was monitored for several days and no blank display noted. The battery tube connector was plugged in properly into the printed circuit board during our visual inspection. The insulin pump had scratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power system error alarm on their insulin pump. Customer's blood glucose level was 7.9 mmol/l. Troubleshooting for the power system error was performed. Customer was advised that as a result of the power system error, the backup battery has failed and the internal power source is unable to charge. Customer advised that they replace the battery on the device every day and continue to receive the power system error alarm. Customer advised they removed the battery for 30 minutes and inserted a new battery and the display is blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.